Manufacturer narrative:
The analysis of the enclosure charger was completed by medtronic personnel. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that replacing the charging enclosure module resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The parts have been received by the manufacturer however results are not available yet.

Event description:
Medtronic received information that the image acquisition system (ias) would not boot. There was no patient present when this issue was identified.

Manufacturer narrative:
The analysis of the power conversion enclosure was completed by medtronic personnel. The enclosure was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel